Manufacturer narrative:
This report is associated with (B)(4), corega sin sabor (without flavour). Corega sin sabor (without flavour) is marketed as super poligrip in the us.

Event description:
Diabetes [diabetes]. Knee problems [unspecified disorder of knee joint]. Stomach disorder (unspecified) [gastric disorder]. Emotional disorder [emotional disorder]. Hair loss [hair loss]. Dust allergy [dust allergy]. Misuse [intentional drug misuse]. Case description: this case was reported by a consumer via call center representative and described the occurrence of diabetes in a female patient who received double salt dental adhesive cream (corega sin sabor (without flavour)) cream (batch number oj44901, expiry date august 2019) for prosthesis wear. Concurrent medical conditions included type ii diabetes mellitus and allergy. Concomitant products included omeprazole, simvastatin (sinvastatina), sertraline (sertralina), cilostazol (cebralat), finasterida, pantogar (nos) (pantogar), calcium citrate malate, colecalciferol (prosso), dapagliflozin propanediol, metformin hydrochloride, (xigduo), simvastatin (clinfar), quetiapine fumarate (seroquel) and chondroitin sulfate + glucosamine sulfate (artrolive). On an unknown date, the patient started corega sin sabor (without flavour). On an unknown date, an unknown time after starting corega sin sabor (without flavour), the patient experienced diabetes (serious criteria gsk medically significant), unspecified disorder of knee joint (serious criteria hospitalization), gastric disorder, emotional disorder, hair loss, overdose, dust allergy and intentional drug misuse. On an unknown date, the outcome of the diabetes, unspecified disorder of knee joint, gastric disorder, emotional disorder, hair loss and overdose were not reported and the outcome of the dust allergy and intentional drug misuse were unknown. The reporter considered the diabetes, unspecified disorder of knee joint, gastric disorder, emotional disorder and hair loss to be related to corega sin sabor (without flavour). It was unknown if the reporter considered the dust allergy and intentional drug misuse to be related to corega sin sabor (without flavour). Additional details, patient applied corega sin sabor (without flavour) 4 to 5 times a day and after its use she experienced stomach disorder, diabetes, emotional disorder, knee problems (which needed hospitalization) and hair loss. Her husband also uses corega sin sabor (without flavour) 4 or 5 times per day and developed intestine disorder and other unspecified health problems. Follow-up information received on 22 mar 2018, on initial case the event dust allergy was reported, but it was not registered on lam. She had been used corega sin sabor (without flavour) for 3 years. And the reporter mentioned artrolive as concomitant. So, this medicament was registered in this correction. All concomitants were used once a day, only cebralat was twice/day. She has been used all of them for 8 years. She has diabetes type 2 and dust allergy as current condition. She also reported that after to use corega sin sabor (without flavour) these reactions appeared. This case was linked with (B)(4).